Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed in section is an approximation based on the customer reporting the issue occurred 2 week prior to contacting abbott diabetes care. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a higher reading from his adc freestyle libre sensor than a reading received from an adc blood glucose meter. It was further reported that on an unspecified date the customer received a sensor result of 152 mg/dl, which was compared to a meter result of 124 mg/dl. The customer further reported that due to the product issue, 2 weeks prior to contacting adc, he had to go to the hospital because his glucose levels went down rapidly (no readings were provided) and required stabilization. It is unknown what specific treatment may have been rendered at the hospital. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. A dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a higher reading from his adc freestyle libre sensor than a reading received from an adc blood glucose meter. It was further reported that on an unspecified date the customer received a sensor result of 152 mg/dl, which was compared to a meter result of 124 mg/dl. The customer further reported that due to the product issue, 2 weeks prior to contacting adc, he had to go to the hospital because his glucose levels went down rapidly (no readings were provided) and required stabilization. It is unknown what specific treatment may have been rendered at the hospital. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.